Manufacturer narrative:
On june 26, 2020, the cr reported that the patient was reporting discomfort and skin irritation related to the knot not being placed deep enough during the implantation procedure. On july 8, 2020, the cr reported that the patient had visited the implanting clinician to follow up on the knot's discomfort. The implanting clinician performed x-rays and was able to determine that the stimulator had not migrated, and erosion did not occur. The implanting clinician also evaluated the skin irritation reported by the patient; the implanting clinician disclosed to the cr that there was no infection present. The skin irritation was caused by the implanting clinician not placing the knot deep enough during implantation. The implanting clinician has scheduled a revision to take place on (B)(6) 2020. On (B)(6) 2020, the implanting clinician confirmed that the patient is receiving paresthesia from the stimulator and has helped with her pain relief. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected, and the patient is getting therapy from their device. The discomfort experienced by the patient was related to the implanting clinician, not placing the knot correctly during the implanting procedure.

Event description:
Stimwave quality has investigated the details for a reported discomfort/irritation submitted to the stimwave complaint system on june 26, 2020, by clinical representatives (cr), in the united states. Crs became aware of this issue june 26, 2020.